Event description:
The hcp reported the pt presented with an infection positive for mrsa of the pump pocket site opening with induration and erythema. The pt has sickle cell anemia and the infection would not resolve without explant of the device. The intrathecal prescription included morphine sulfate 15 mg/ml, bupivicaine 40 mg/ml, clonidine 300 mcg/ml, baclofen 300 mcg/ml, and droperidol 250 mcg/ml. The device system was explanted and not replaced. The pt recovered without sequela with future reimplant discussed.